Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Component not revised: cotyle "anca fit?" Sans trous a/revet. Hap 48 ppr67348 lot u1088755. Tige "anca fit?" Rev. Hap 1/3 proximal 15d ppr67620 lot v01141668. Insert ceram "anca fit?" 28/37 46-48/28 al2.o3 biolox forte ppr67508 lot u1188767.

Manufacturer narrative:
See attached - attachment: [investigation.pdf].